Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. Prior to the event, the customer's blood glucose levels were 256 mg/dl, then dropped to 40 mg/dl within 30 minutes. The customer also experienced nausea, high blood pressure and chest pain. Troubleshooting was performed, and the time was set to am instead of pm. Advised the caller that this could have a big impact on the blood glucose levels. The basal rates were programmed, but the customer didn't know if they were correct. Advised to contact the hcp. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.